Event description:
(B)(6) 2008 I had robotic appendectomy with use of morcellator. Complications. (B)(6) 2015 during emergency appendectomy surgeon found my peritoneal abdominal region littered with tumors. Pathology states they are benign. However they are crowding out my organs and intestines and I will have to have a major surgery to remove them and they tell me it is likely they will re-occur. Although the doctors do not want to connect the dots for liability reasons. My research indicates that the tumors were spread by the tissue or seeds left behind using the medical device of the "morcellator". I had that similar type of inclusion cyst removed and biopsied in 2008.